Event description:
It was reported that the screen was broken, rendering the touchscreen unusable and unreadable. No information was available regarding the impact on the customer¿s blood glucose level. A replacement pump was provided.